Event description:
It was reported to baxter (B)(4) on the (B)(6) 2010 that the reservoir of a folfusor lv device had ruptured as it was filling prior to patient use. It was filled with 54ml 5-fu and 26ml sodium chloride (nacl). No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.